Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir. Inspected the snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 5 series insulin pump, performed a manual prime fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 400 mg/dl. The customer stated that it ok to troubleshoot. The customer was assisted in perfmorming a 5.0 unit fixed prime. The customer stated the insulin did not exit. The customer was advised to rewind pump and reinsert the reservoir and run manual prime until at least 5.0 units. The customer stated insulin exits with manual prime. The customer was advised that the device is working as designed. The customer is explained the alarm was caused by set/reservoir occlusion.